Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-01718. It was reported the patient's leads had migrated and the patient is receiving ineffective therapy. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
A patient experienced lead migration was reported to abbott. It was determined the physician explanted and replaced one lead and repositioned the other lead to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.